Event description:
It was reported that the "patient developed further symptomatic recurrence, and the additional surgery was performed with removal of the implant and decompression". Per the report, "malposition of the implant was not noted, and the osteolytic change of the spinous process was mild on intraoperative finding. The patient is currently doing well, and the symptoms are recovered." It was also reported that the physician stated that "the intervertebral height gradually decreased" which may have contributed to the symptoms. No other information was reported.

Event description:
It was reported that a patient underwent a procedure using x-stop at l4/5. The surgery was successfully completed and the patient was reported as "doing well" immediately postop. However, approximately one week postop, the patient complained of discomfort on the implanted level but no pain was experienced upon being discharged from the hospital. At approximately 2 months post-op, the patient's status reportedly worsened. X-rays and CT scans were taken and revealed bone loss on the inferior spinous process at l4 and on the superior spinous process at l5. "Osteolytic distraction" of spinous process (defined in the report as "osteolytic change due to bone resorption") was also confirmed. According to the report, the patient suffered mild symptomatic recurrence with intermittent claudication, therefore the surgeon recommended the patient for reoperation with removal of the implant and decompression. The patient refused the reoperation stating the symptoms are not interfering with daily activities. No further information or complications were reported.

Manufacturer narrative:
(B)(4). Although it is unknown if this device contributed to the reported event, we are filing this MDR for notification purposes.